Event description:
Reprise IV trial. It was reported that the patient experienced an arrhythmia and transient ischemic attack. The patient was enrolled in the reprise IV trial in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient received loading doses of 325mg of aspirin and 300mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with direct deployment of a 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as the index procedure, an electrocardiogram revealed mobitz type 1 second degree heart block. An electrophysiologist was consulted and a permanent pacemaker implantation was recommended. The next day, the patient had expressive aphasia. A computerized tomography (CT) scan was performed and the patient was noted with a transient ischemic attack. No action was taken to treat the event and the symptoms resolved quickly. Three days post index procedure, a dual chamber permanent pacemaker was implanted. Five days post index procedure, the patient was discharged on aspirin. It was further reported that patient required temporary pacing. The subject developed acute expressive aphasia and stroke team was called. Cta scan of the head was negative for stroke. Two days later the symptoms resolved.

Event description:
(B)(6) trial. It was reported that the patient experienced an arrhythmia and transient ischemic attack. The patient was enrolled in the (B)(6) trial in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient received loading doses of 325mg of aspirin and 300mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with direct deployment of a 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as the index procedure, an electrocardiogram revealed mobitz type 1 second degree heart block. An electrophysiologist was consulted and a permanent pacemaker implantation was recommended. The next day, the patient had expressive aphasia. A computerized tomography scan was performed and the patient was noted with a transient ischemic attack. No action was taken to treat the event and the symptoms resolved quickly. Three days post index procedure, a dual chamber permanent pacemaker was implanted. Five days post index procedure, the patient was discharged on aspirin.